Manufacturer narrative:
Reported event: an event regarding locking mechanism failure involving a mako mics was reported. The event was confirmed based on the inspection. Method & results: product evaluation and results: the inspection findings are as follows: collar locking mechanism, dislodged: root cause could not be determined clinician review: no medical records were received for review with a clinical consultant. Product history review: a product history review is not required, as no manufacturing specific issue has been alleged. Complaint history review: a complaint history review is not required as there is no patient involvement. Conclusions: the event was confirmed based on the inspection. No patient was involved and no actual or potential patient harm existed for the alleged event. No further inspection shall be documented in this record. No additional investigation or specific actions are required. If additional relevant information is received then the complaint will be reopened.

Event description:
Mics collar locking mechanism dislodged.